Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for plunger cap missing on lot # 8043906. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, plunger cap missing) was captured and addressed appropriately. Customer returned two (2) 31gx6mm, 1ml from an open polybag from lot 8043906. Consumer reported that the plunger cap was missing and was not in the bag. Both returned syringes were examined, and it was observed that both were returned without a plunger cap attached. No evidence of manufacturing defect was observed. Since both syringes were returned after use, and no manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8043906. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cap was missing thus affecting sterility with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported plunger cap missing from 1 syringe, was not in the bag. Consumer does not re-use.